Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis. The patient experienced peritonitis and was treated with gentamycin and vancomycin for the peritonitis. The cause of the peritonitis was unknown. The patient recovered.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The reported condition was not confirmed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.